Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral component at the bone to cement interface and loosening of the tibial component at the cement to implant interface. Competitor cement was used. It was also reported that the patient recently complained of knee pain, so the doctor took an x-ray. The doctor thought the components looked loose, so he was scheduled for knee revision surgery. During the operation, both femur and tibia were loose. Doi: (B)(6) 2014; dor: (B)(6) 2020; right knee.